Event description:
The patient reported that for four mornings in a row the patient's heart rate was between 46 and 54, but the lower rate was set to 55. The patient felt faint, was hurting all over, and had to lay on the floor for 20 minutes. The device had been checked the day before the symptoms started, and the patient was told it was working properly. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5086mir52 implantable pacing lead, (B)(6) 2012. (B)(4).